Event description:
The customer alleged that during an alarm condition the ventilator keyboard locked up and the alarm would not sound. The nellcor puritan-bennett customer support engineer inspected the device and could not duplicate the alleged event. The engineer replaced the front panel display pcb. Dci/display controller pcb and the alarm assembly as a precaution. The unit passed extended self testing and performance verification testing that followed a routine preventive maintenance. It is not verified that the ventilator malfunctioned, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.